Event description:
The customer reported to olympus, the light source displayed error code b30 when connected to series 190 scopes during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. The device was inspected by a field service technician. During the inspection, the pins at the source were cleaned. A function check was performed with different devices and no defects were found. The customer will monitor the device to see if the error reoccurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 was caused due to contact failure of the connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus no procedure was involved.